Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. . The cgm reading was 75 mg/dl so the patient prepared herself to have lunch. But then she eventually had seizure and became unresponsive. She was found by her granddaughter's friend who came by to walk the dog. The person called 911 and the emergency medical technicians arrived after 3 minutes. The paramedics took a bg reading which was 39 mg/dl. They treat the patient with 2 doses of glucagon and IV medication. The patient was taken to the hospital, and they took another bg reading there which was 53 mg/dl. They treated the patient with IV glucose (sugar water drip) and monitored the bg values for 15 minutes. In addition, the patient was treated with a glass of apple juice. The patient slowly recovered and was discharged later that night. At the time of the report the patient was feeling normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.